Event description:
During preparation for use for a cardiopulmonary bypass procedure, the gas delivery module could not be calibrated. Manual control of gas flow rate and fio2 remained available. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.